Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: lithuania.

Event description:
It was reported outside of surgery that the motor does not withstand nominal loading. There was no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm was worn. The motor and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.